Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and temperature and impedance test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a hole in the surface of the pebax and the tip bent. The temperature and impedance test was performed, and no impedance was displayed due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device number lot 31320083l and no internal action related to the complaint was found during the review. The impedance issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The damage at the tip was not reported by the customer; therefore is unrelated. The potential cause of the hole in pebax and the tip bent could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial tachycardia ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, there was no impedance value reading from the device. A second device was used to complete the operation. There was no adverse event reported on the patient.